Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for ventricular tachycardia (vt) due to inappropriately discriminating for atrial fibrillation (af) by the device feature for pattern and rate discriminator. It was noted that the patient had undergone atrioventricular node ablation due to chronic atrial fibrillation (af). The device remains in use. No further patient complications have been reported as a result of this event.